Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Taxus express post market surveillance study. Same case as MFR report#: 2134265-2009-01219. It was reported 182 days following a coronary artery stenting treatment procedure that the pt returned with in stent restenosis. The index procedure treated the de novo, type c, 100% stenosed 3.5x46mm target lesion located in the distal right coronary artery (rca). Treatment consisted of pre dilation with a 2.0 x 15mm unk balloon inflated to 12 atmospheres (atm's), and the placement of two overlapping taxus express2 drug eluting stents (3.5x28mm, 3.5x16mm) deployed at 16 and 18 atm's and post dilation with an unk device at a maximum 18 atm's. Ivus was performed confirming the stents were well apposed resulting in 0% residual stenosis. The pt was discharged 2 days later on bayaspirin and plavix. At 144 days post the procedure, the pt returned for a scheduled 6 month follow up visit revealing in stent restenosis. The pt returned for a scheduled pci on day 252 and the 90% stenosed 3.5x18mm target lesion located in the rca was treated with balloon angioplasty and the placement of a non bsc stent resulting in 0% residual stenosis. The pt status at the time of discharge on day 254 was listed as "fine". The relation of the taxus stent to the event was listed as "possibly related".